Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device went down, and main drawers 2.1 and 2.2 required maintenance. The customer attempted to reboot and recover the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 on the main station were not detected on the bus. A field service engineer (fse) coordinated with the customer to perform real time troubleshooting at the station, completed diagnostic and hardware tests, and resolved the issue with 2.1 to 2.2 not detected on bus. The drawers were verified functional, and the customer successfully recovered the required pockets in the user application. The system functioned as intended after field service engineer troubleshot the issue.